Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user shows limited and abnormal cochlear implant responses, with no behavioral hearing responses reported by the family. A surgical consultation and CT scan are scheduled, and revision surgery is likely.